Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a right bundle block occurred.

Event description:
This report also includes additional information that was received from the rep that confirms that the reported heart block was not caused by this or any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.